Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the lead was returned in two segments. Calcification was noted on the lead body, proximal spring electrode, distal spring electrode, lead tip, and helix housing. Testing was completed to assess lead electrical performance of both segments. Measurements throughout these test were within normal limits. Due to the normal electrical measurements, it was concluded that the clinical observations of high pacing thresholds and increasing impedances were consistent with calcification that has built up on the lead's coils and tip creating a non-conductive barrier between the lead and the patient's heart tissue. Testing performed on a prior lead has shown that as the calcification was removed the impedance values dropped.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. An increase in pacing impedances and shock impedances had also been observed during the year prior to the explant. No additional adverse patient effects were reported.